Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the atrial and ventricular leads were dislodged due to twiddler's syndrome. The patient did not receive inappropriate therapies. The physician explanted and replaced both leads with competitor leads. The patient was stable prior, during and post procedure.